Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was difficulty crossing the femoral arteries. After crossing the femoral arteries, there was difficulty crossing the aortic arch. After several attempts to cross the aortic arch, an aortic dissection was reported. The aortic arch was repaired surgically. It was reported that the patient had high tortuosity and calcification in the femoral arteries, as well as tortuosity in the aortic arch. The minimum access vessel diameter was 5.7 millimeter (mm). A non-medtronic 16 fr expandable sheath was used during this procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the reported event indicated that there was difficulty advancing the delivery catheter system (dcs). Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was noted that the patient had high tortuosity and calcification in the femoral arteries, as well as tortuosity in the aortic arch. This indicated that the probable cause of the advancement difficulties was calcified and tortuous patient anatomy. Procedural films were received for review. The imaging provided confirmed there was severe tortuosity and disease in the vessel that caused difficulties for the implant. The evidence showed multiple angiograms but could not confirm if or where a dissection had occurred. Vessel injury, such as dissection, is a known adverse patient effect per the device instructions for use, and is typically related to patient anatomical factors, in addition to procedural and device factors. Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. However, there was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.